Event description:
A renegade catheter was used for therapeutic purposes. During the procedure, a coil detached from the micro catheter hub. At a later date, it was discovered that the coil had gotten stuck in the gap of the hub of the catheter. The procedure was completed with another device.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 16 august 2006 stating device was received with coil located within the hub area of the catheter. As received, the coil was removed from the hub of the catheter and it was found to be the stainless steel coil from the pusher wire. The attachment hooks from the pusher wire and the f-idc coil were still attached to each other. The ss coil had become detached from the mid solder joint between the ss coil and the platinum marker coil. The distal end of the pusher wire had also become detached from the actual pusher wire. The proximal end of the f-idc coil became stretched as it was withdrawn from the hub of the catheter. It was not possible to determine orientation of the fiber hundles as they were covered in blood. There are no other complaints for this batch of devices. A review of similar complaints across the product family was completed for the last 4 months (as f-idc is a new device and has only been manufactured since may 2006) and there have been no other similar defects reported for this type of issue. Trends for this product family will continue to be monitored under monthly complaints review. Further info regarding the complaint was requested and to date, there have been no responses received. If a response is received after this complaint has been closed, then the complaint will be reopened. From the investigation into this complaint, it was found that there was blood present within the hub of the renegade catheter, blood within the catheter is consistent with not using a continuous flush. However, this could not be confirmed as no answers were received. Not using a continuous flush would result in fraction or jamming of the device as it is passed through the catheter, which would require the device to be pulled back to overcome any friction or jamming could result in detachment of any part of the distal end of the pusher wire or the actual breaking of the core wire. The most likely root cause is the possibility of a continuous flush not being maintained as per the f-idc directions for use. Date filed: 30 august 2006.